Event description:
It was reported to philips that the speaker was not working. There was no patient involvement. The field service engineer (fse) found the speaker needs replacing. Upon conclusion of the evaluation, it was determined that the speaker requires replacement. It was replaced. The device passed testing and was put back into service.